Event description:
The user facility reported that the case was a gi bleed 5fr pinnacle sheath was used for access. Once the case was completed the procedural sheath was exchanged for the angio-seal sheath. The vessel was located, and dilator/wire were removed. The angio-seal was inserted into the angio-seal sheath and advanced in the normal fashion until locked into place. The device was pulled back until audible click was heard setting the anchor. When the md pulled back to deploy angio-seal it was revealed there was no angio-seal, and immediate manual compression was applied. Patient left the angiosuite with documented pulses and no hematoma. Blood loss was minimal (less than 10cc). The patient was in stable condition. The outcome of the procedure was excellent with manual compression.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: rt int rad supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube & hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy as intended . The complaint was able to be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).